Event description:
The customer reported that a leak occurred in the oncology clinic while a pt was receiving oxaliplatin. The primary set was attached to a y extension set. The pt discovered his jacket was wet and notified the nurse; leaking was described as coming "from where the tubing is inserted into the male luer'. There was no report of pt harm or medical intervention. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). The customer did provide a still photo and a short video clip which showed what appears to be a leak at the junction of the distal part of the tubing to the male luer. The customer complaint was confirmed on this basis, however, root cause was not identified.